Event description:
Medtronic rec'd info that this oxygenator was changed out because there appeared to be an air leak into the system. This observation was make while priming the device, prior to the bypass procedure. The date of the event was not provided. As this observation was made prior to bypass, no adverse pt effects occurred.

Manufacturer narrative:
Evaluation method: device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: exact cause of event cannot be determined as the product has not been returned. Analysis: to date, this product has not been returned to medtronic for analysis. Return of the device, however, is anticipated. Without returned product, analysis is limited to review of the device history record (DHR), which showed the product met mfg specs when released for distribution. Conclusion: exact cause of the event cannot be determined at this time as the product has not been returned for analysis. The product is expected to be returned. Pt not involved with the clinical event. No adverse pt effects.